Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the non-tortuous and moderately calcified coronary artery. A 3.50mm x 20mm nc emerge balloon catheter was advanced for dilation. However, during initial inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with a different device, and no patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: nc emerge mr, ous 3.50mm x 20mm was returned for analysis. A visual and tactile examination of the hypotube shaft profile identified no kinks or damage. A visual, tactile and microscopic examination of the distal extrusion identified no kinks or damage. The device was received with the balloon in a deflated state (not folded). A detailed microscopic examination of the balloon material identified no tears or holes in the balloon material. However, after an attempt was made to inflate the balloon and a pinhole leak was identified, a microscopic examination of the balloon material identified no issues with the balloon material which could potentially have contributed to the pinhole leak. A microscopic examination of the proximal and distal markerbands identified no damage. A leakage test was examined using a pretested encore inflation unit and an attempt was made to inflate the balloon when a pinhole leak was identified. The pinhole leak was observed at 2mm proximal from the distal markerband. Device analysis confirmed that a pinhole leak was identified in the balloon, confirming the reported event.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the non-tortuous and moderately calcified coronary artery. A 3.50mm x 20mm nc emerge balloon catheter was advanced for dilation. However, during initial inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with a different device, and no patient complications were reported.